Manufacturer narrative:
The 7f 078 xb 3.5 guiding catheter was damaged (breakage of the tip curve). This was noticed before the procedure. The information received indicated that the 7f 078 xb 3.5 guiding catheter had a breakage of the tip curve. The device did not separate in two. This was noticed before the procedure, upon removal from package. There is no information regarding the exact location of the reported damage and the device has not been received for analysis. A review of the manufacturing documentation associated with lot 15286003 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device for analysis, no conclusion can be made regarding the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation, but has not been returned yet. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15286003 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the 7f 078 xb 3.5 guiding catheter had a breakage of the tip curve. The device did not separate in two. This was noticed before the procedure, upon removal from package.